Event description:
This 49 year old female had bilateral augmentation with implantation of silicone gel breast implants in 1976. The manufacturer of the implants is not known to this reporting facility. The right implant was known to be ruptured by mammogram. The silicone gel was identified during removal to be extravasted from the capsule. The left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.